Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient was unable to connect ipg with external devices. Company manufacturer met with patient and unable to connect ipg to clinician programmer after several attempts with both clinician programmer and unable to place ipg into MRI mode. As such surgical intervention may be pending to address the issue.